Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular lead, oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the criteria for the right ventricular lead integrity alert were met. It was noted there were 2 episodes with v-v intervals <(><<)> 220 ms between (B)(6) 2016, six ventricular sics recorded between (B)(6) 2016 and the rv pace impedance was steady at approximately 660 ohms through (B)(6) 2016, then spiked out of range (B)(6) 2016 and then returned to prior levels. The lead failure predictor triggered on (B)(6) 2016 for lead impedance and non-sustained tachycardia episodes. Concomitant medical products: 419488 lead, implanted: (B)(6) 2011; 5524m lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient presented to the clinic after a lead integrity alert (lia) was triggered due to noise and a high sensing integrity counter (sic) count on the right ventricular (rv) lead. The patient was pre-syncopal. The rv lead also had a suspected fracture and an impedance spike. The rv lead was reprogrammed and later explanted. In addition, the left ventricular (lv) lead showed a rising threshold, which may have compromised capture. The lv lead was later explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.